Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found an inner guidewire lumen kink 82mm distal from the port bond skive. The kink did not prevent the device tracking over a 0.014¿ guidewire during analysis. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.75x12mm promus premier¿ drug-eluting stent was advanced through a 5fr non-bsc sheath to treat the lesion; however, the stent came off the shaft of the monorail balloon. The non-bsc sheath was removed with the stent inside it. A new sheath was advanced and a non-bsc drug-coated balloon was used to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.75x12mm promus premier drug-eluting stent was advanced through a 5fr non-bsc sheath to treat the lesion; however, the stent came off the shaft of the monorail balloon. The non-bsc sheath was removed with the stent inside it. A new sheath was advanced and a non-bsc drug-coated balloon was used to complete the procedure. No patient complications were reported and the patient's status was fine.